Event description:
It was reported that during a renal artery stenting treatment procedure, the tip of a v-18 controlwire broke off while inside the pt. The physician aspirated the tip out through the sheath and it was retrieved successfully. The procedure was completed with another of the same device with no pt complications. Current pt status is reported as 'fine'.

Manufacturer narrative:
The device has been received for analysis, but requires add'l investigation which is not complete at this time.